Event description:
It was reported that a customer who had been off the ilet pump for two weeks attempted to start the cgm and received alert code 61, after which a device restart cleared the alert and allowed entry of the cgm code and successful rewind, cartridge load, and tubing start, with subsequent normal operation and no recurrence. Symptoms included no adverse physiological effects. Outcomes included no impact to blood glucose and no need for medical care or hospitalization. Investigation included customer support troubleshooting and education, including a device restart and verification of proper setup. Investigation of this case revealed an external flash write error that resolved with a restart, with normal device function afterward and no additional malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an isolated, transient malfunction not reproduced after restart.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.